Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned test strips were measured with the returned meter with a high level control sample. Testing results: all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Relevant retention test strips (lot 258643) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result at 05:43 was 2.8 inr. The result at 0:40 was 2.8 inr. The result at 0.32 was 4.3 inr marked with a "c" indicating the meter sensed the sample as quality control material. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The suspect product was requested to be returned for investigation.